Event description:
It was reported that this device does not seem to be charging properly. They indicate that they are only able to get it to charge up to 70%. Reviewed the recharging behaviors and they indicated that they charge the device approximately 1 time per day for 1 hour and it is only getting up to 70%, therapy is working as intended but the patient was not able to get it to charge up past this. Spoke with patient and reviewed how to ensure that there is adequate coupling and what to listen for if it is struggling to make connection, they said that it gets a good connection but initially it is hard to get it coupled properly and then it starts to work. The actions that were taken to resolve this issue is that it was recommended to monitor for a short while to determine where the charge level is starting from is it 50% ? And if it is charge for the hour and check and see what the percent is at, if it is only at 70% , try charging for another 30 mins to see if it increases. Also advised to listen for the beeps from the recharger to monitor if any connections issues are arising. Also discussed possibility of lying down during the charging session to see if the charging session moves faster. If all of this does not resolve the issue it was advised for them to call back and also to speak with doctor. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause has not been determined, it may be educational due to the lack of knowledge of how the recharger is designed to work, but not able to say definitively. The actions that were taken to resolve the event were for the patient and her husband to monitor the behavior of the recharging sessions.